Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was over 600mg/dl. Customer went to the emergency room and was treated with intravenous fluids and insulin to resolve bg level. Reportedly the customer reverted to manual injections for insulin therapy.